Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an interventional procedure, a warning message "no communication" was displayed on the system monitor. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a network issue regarding the ethernet switch. The artis system log file showed multiple log off/on messages from several axcs components including the examination control console, the data display as well as the real time controller. During the further course of logging, the records showed that the complete axcs communication is not available. Therefore, the system displayed the warning message "no communication" to the user indicating that no communication between the image visualization system and the artis system is possible. To recover from this state the system controller tried to re-establish the connection, however, the recovery mechanism failed due to the sustained disruption of the axcs network. As result, the alive check of the system controller with other components failed. After the reboot and system checks were completed the system recovered and full functionality was available. A siemens service engineer replaced the 3d workstation (x wp r650) and the axcs network switch after the replacement the system recovered. No systematic issue could be identified. Therefore, no corrective action in the field is required.